Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; psychiatric injury surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: excision/removal + cystoscopy. On (B)(6) 2019 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: potential division (unsure). Nonsurgical treatments: on (B)(6) 2013 the patient commenced the following treatments (duration: since surgery): pain medication: ostemol for pain management. Topical treatment (including oestrogen cream): ovestin for pain management. Other (please specify): incontinence pads to manage incontinence. Pain medication: panadol forte/osteo for pain management.

Manufacturer narrative:
Block a1: meshc-20211001-b3e6b330 block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device.block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06709.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2013. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; psychiatric injury. Surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: excision/removal and cystoscopy. On (B)(6) 2019 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: potential division (unsure). Nonsurgical treatments: on (B)(6) 2013 the patient commenced the following treatments (duration: since surgery): pain medication: ostemol for pain management, topical treatment (including oestrogen cream): ovestin for pain management, other (please specify): incontinence pads to manage incontinence, pain medication: panadol forte/osteo for pain management.